Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted and replaced due to dislodgement. The patient experienced a fall that resulted in this procedure. This lead will no be returned as it was discarded by accident. No additional adverse patient effects were reported.